Event description:
An aneurx abdominal stent graft limb was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over eight years ago. Aneurysm morphology at the time of implant is unknown. It was reported that the patient presented with back pain approximately (B)(6) weeks ago. The CT imaging revealed bilateral "pin" holes 3 cm below the flow divider of the main aneurx device. The aneurysm enlarged from 45 mm to 80 mm. The physician placed a pigtail, injected and was able to see jetting from a "pin hole" in the fabric on the right side. The decision was made to reline the stent graft from the flow divider down with a 16x16x82 endurant iliac stent graft. On the angiogram run, the second "pin hole" on the left side was observed. This was relined with a 16x16x92 endurant iliac stent graft. The cause of the holes in the graft are unknown, however in one of the images taken of the graft the stent grafts seem to be off set or misaligned. On final angiogram run the endoleaks had resolved. No additional clinical sequelae were reported and the patient is fine. Review of several returned images show that there was a likely type iii fabric endoleak on both the ipsilateral (right) and the contralateral limbs. After relining both limbs the endoleak was resolved. The cause of the endoleaks could not be determined.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak), lack of information (unknown cause of type iii endoleak). Conclusion: lack of information (unknown cause of type iii endoleak).